Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the disposable tip release sluggish and tube lifter binding in the reported problem area of the pipette assembly. Two tip clamps, compression springs, lld contact springs, and plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to svc.